Manufacturer narrative:
Reference record (B)(4).

Event description:
On 05-mar-2019, it was reported that the peritonitis was rinsed and treated with meropenem and metronidazol via laparotomy. The inflammation parameters then decreased. On (B)(6) 2019, an endoscopic change from a balloon peg tube to a conventional peg tube was performed without complications. A new j-tube was also installed, and the duodopa therapy was then restarted on (B)(6) 2019.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient pulled out the peg tube, and the stomach was injured. The stomach contents leaked into the peritoneum. On an unknown date, the patient underwent surgery to repair the stomach. The patient was hospitalized after the surgery. No further information was provided.